Manufacturer narrative:
On (B)(6) 2019 , it was noticed that the previously submitted report erroneously indicated in description of event or problem that the patient had experienced a device migration on the left side. The patient experienced anisomastia. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation summary: during evaluation of the sample it was observed to be intact. No anomalies were observed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. An investigation of the returned device was performed, and mentor could not uncover a device failure that we could connect to the reported medical symptoms, however complaint information will be included in complaint trending that is reviewed by quality assurance to determine if further action is necessary. Reason for device explant and/or reoperation: anisomastia. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a revision breast augmentation with a 375cc mentor memorygel breast implant and experienced postoperative right-sided grade IV capsular contracture and a device migration on the left side. The diagnosis was confirmed by a healthcare professional. As a result, the patient underwent explantation on (B)(6) 2019. This report is for the left side device.